Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported the vitek 2 gram-negative (gn) ID test kit ((B)(4)) misidentified an escherichia coli (e. Coli) organism as shigella. Upon identification of the organism as shigella, the isolate was reported to the physician as presumptive shigella. In addition, the customer sent the isolate to a reference lab where it was identified as e. Coli, also using vitek 2 gn ID method. There has been no report of adverse event related to the patient's state of health. Biomerieux has requested submittal of patient isolate for internal testing. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted in response to a united states customer report that the vitek® 2 gn ID test kit (ref. (B)(4), lot 241340940) misidentified an escherichia coli (e. Coli) organism as shigella group. Customer isolate and gn ID cards were received from the customer. The isolate was subcultured on both blood agar and macconkey agar, and both subcultures were tested with the customer lot of gn ID cards along with 2 random gn ID lots. In addition, the customer submitted gn ID cards; these were tested as well. Api 20e was also performed. For all gn ID cards tested, an excellent ID (99%) of e. Coli was obtained. When api 20 e was performed, a good ID (98.9%) of e. Coli was obtained. The gn ID cards are performing as expected. The customer result could not be duplicated.